Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure one endeavor sprint drug eluting stent was implanted in the lad. Approximately 8 months post index procedure the patient experienced an acute non st segment elevation mi. The patient was treated with medication and the issue was resolved. It was reported that the event was not related to the study device.